Manufacturer narrative:
The actual device was returned to the manufacturing facility for investigation. Reliability engineering evaluated the device and found that an electronic component (opto-coupler) malfunctioned and was out of order. It was determined that this led to the reported failure. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to manufacturing / process error and false production. This issue has been escalated to CAPA. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that the blue led light on the universal battery charger device would flash during charging without charging. It was reported that the device was not used in surgery. It was reported that there was no patient involvement. There were no delays in the surgical procedure. It was not reported whether a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.